Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: 1627487-2024-07580. It was reported that the patient was experiencing ineffective therapy and was unable to set their ipg to MRI mode due to high impedances on their drg leads. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which one lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The report event of high impedance was not confirmed and cannot be fully analyzed due to the returned lead (a) was incomplete. As received, electrically tested showed the returned terminal end segment (a) was passed isolation resistant testing. The cause of the reported event remains unknown.